Manufacturer narrative:
Based on the claim against the product by the customer noting instrument slightly bent and unable to fire clips, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode are typically attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding ends of a medium-large clip applier instrument were slightly bent and unable to fire clips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not reported by site: input disk #7 was found cracked inside the housing. This failure mode is typically attributed to mishandling/misuse such as improper cleaning/reprocessing techniques. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the ends of a medium-large clip applier instrument were slightly bent and unable to fire clips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ends of a medium-large clip applier instrument were slightly bent and unable to fire clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were found. The issue was noted when the surgeon attempted to clamp. The problem was related to an unsuccessful clip application. They use green weck clips. The reporter was unable to recall if tissue exceeded diameter. The problem was observed on the first clip application, and they were able to use a backup clip applier to resolve the issue.